Manufacturer narrative:
The product's lot number could not be obtained; therefore, the primary di number is provided (d4), but full UDI information is not available.

Event description:
During a diagnostic procedure, there was ao drift. The issue was found to be caused by the wi-box and adapter and monitor cables. The procedure was abandoned, but there were no adverse consequences to the patient.